Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 54 mg/dl at the time of the incident. The customer¿s other blood glucose was 157 mg/dl. The customer was treated with food. The customer stated blood glucose went down to 54 mg/dl this morning but the insulin pump did not give them an alert before low message. The customer was able to passed the self test, audio test and displacement test. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted during testing. Device passed self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. (B)(4).